Event description:
It was reported that during an implant procedure, the patient experienced sudden heart failure and the oxygen saturation decreased to 66%. The physician aborted the lead implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.